Manufacturer narrative:
Product analysis: no product was returned and no procedural images or further details were provided; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. Ten days later, the chb was reported to be improving. Approximately three weeks post-implant, hematomas at the access site were noted and an infectious pseudoaneurysm in the right femoral artery was reported. Subsequently, the patient was hospitalized. One month and twenty-two days later, the patient was recovering. No intervention was reported. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that medication was administered to relieve the chb. A permanent pacemaker was not implanted. It was reported that the right trans-femoral approach was used as the access for the delivery catheter system (dcs) during the valve implant procedure. The hematomas were also reported on the right side. The cause of the hematomas was that achieving hemostasis at the access site was not successful. Per the physician, the dcs did not cause or contribute to the hematomas. It may have been a result of the use of an 18 fr non-medtronic inline sheath, which was larger than the "normal" 14 fr sheath. Medication treatment was provided for the hematomas.

Manufacturer narrative:
Updated b2. Updated b5. Updated d. Updated d10. Updated h6. Section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34us. Serial/lot: (B)(6). Use by date: 2024.01.23. UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.